Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that patient mentioned "I went a lot and it burned and I wasn't emptying my bladder." Patient also mentioned that burning is a bothersome symptom for them.  No further complications were reported/anticipated at this time.